Event description:
It was reported the stimulation turned on by itself. It was stated by the patient ¿they came on by themselves you know I can move a certain way and they will come on by themselves this and that." It was noted the stimulation turned on when the patient was driving through the mountains. Reportedly, this happened to the implantable neurostimulator (ins) on the left and this also happened once before and also had ¿an electrode go out.¿ it was stated when the patient arrived at his destination he couldn¿t get the ins to shut off, went to bed, and then the next morning "it wasn't working, it was done so he never tried to turn it back on". It was also stated the "inses" were off from ¿(B)(6) 2013 until he rebooted until that monday, the right rebooted on friday on the way home" (date not known). Reportedly, the battery went dead and he recharged and ¿did the reboot on everything.¿it was noted the patient spoke with his representative around (B)(6) 2013 for assistance with recharging and it was suspected both ins's were in a state of overdischarge at this point as the patient had not been using his therapy for 4 to 5 months. The patient stated he increased and decreased stimulation on his right ins on (B)(6) 2013 but it was "not running" and he felt no stimulation sensation. On the day of report the battery level was ¿almost dead¿ and ¿for some reason the batteries went down a lot.¿ reportedly, the patient thought stimulation was turned off because he could not feel stimulation sensation. It was confirmed the ins was on and when the device was turned up to 8.0 volts the patient did not feel any stimulation sensation or have any therapeutic effect. It was stated there was a ¿call your doctor¿ icon showing for his left ins, as well as a power on reset (por) error for both his left and right ins. The representative showed the patient how to clear the por. The patient was redirected to their healthcare provider (hcp). (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).